Event description:
Patient stated v-go fell off after 5 hours while she was at work. Patient stated after showering, the adhesive did seem like it wasn't sticking as tight. Patient stated she prepares sight as trained and wears v-go on her abdomen.